Manufacturer narrative:
The hill-rom technical support found the brake casters were installed incorrectly by the account. See scanned page. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The account correctly installed the brake casters to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating when the brakes do not hold. The bed was located at the account in the maintenance shop. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).